Event description:
Account alleged the stretcher had no steer/brake function on foot end.

Manufacturer narrative:
The technician found the foot end of the stretcher would roll when the brake pedal was set in brake position. The unit was missing a shoulder bolt and nut at the connecting rod. The technician installed new bolt and nut to resolve.